Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted the tubing was separated from the luer lock. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that separation was observed with a access extension set. The reporter stated that the canine patient was being infused with vitamin c, and due to the event, "all of the solution" leaked out and the patient received none, based on the amount of liquid on the kennel floor. The leak was noticed approximately two hours into the infusion. The reporter stated that the set leaked where the tubing is bonded to an injection port. The vitamin c was diluted into 100 ml of sterile saline. The saline solution was a hospira 0.9% sodium chloride bag. The infusion was being run on a travenol flo-gard 6200 volumetric pump at 56 ml/hr. There was no patient injury or medical intervention associated with this event. No additional information is available.